Event description:
A customer reported during a vitrectomy procedure they were unable to clear multiple system message displayed and the system locked. The procedure was completed using an alternate system with delay of more than 15 minutes with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).